Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 221 mg/dl. The customer stated that the pump was showing a full black screen. The pump was hanging on a fence in a bag and was stepped on when it fell down. There was a large black ink botch in the middle of the screen and the inside lens looks cracked. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.